Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was inadvertently discarded by the hospital.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician advanced a 3maxc over a guidewire through a neuron max 6f 088 long sheath (neuron max) to bring up a penumbra system 5max reperfusion catheter (5maxc). However, while retracting the 3maxc, the physician encountered resistance and the 3maxc began to stretch; therefore, the 5maxc and 3maxc were removed together. The procedure was completed using another catheter, the same 5maxc and neuron max. There was no report of an adverse effect to the patient.